Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and mildly calcified arteriovenous fistula. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
(B)(4).